Manufacturer narrative:
A visual evaluation showed blockage was noted in the y-port at point where medicine port and feeding port join. The device was cut lengthwise and a clear syringe cap was found to have been forced into the medicine port. The cap was obstructing fluid flow through port the medicine port and the feeding port. The condition of the returned unit was consistent with the complaint incident that the device was occluded. Therefore, the most probable root cause is user/ user error. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 12073152.

Event description:
It was reported to boston scientific corporation that a y-port adapter was being used for the administering enteral nutrition. This device was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the feeding port on the y-port adapter, of the securi-t tube, was partially clogged. The y-port adapter was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a y-port adapter was being used for the administering enteral nutrition. This device was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the feeding port on the y-port adapter, of the securi-t tube, was partially clogged. The y-port adapter was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.